Manufacturer narrative:
Our field service engineer (fse) that was dispatched to the hospital investigated the compressor and replaced the ac/dc mains inlet and the compressor/motor unit. The compressor was returned to service after successful functional and safety tests. Only the compressor/motor unit was returned for investigation. The evaluation of the received device logs showed several abrupt/canceled pre-use checks on the date of event. The gas supply sub-test indicated no air supply. A visual inspection of the returned 115v compressor/motor unit showed that the motor capacitor was leaking. Resistance measurement of the capacitor indicated however that it, for the moment, was functional despite the observed leakage. The compressor/motor unit was tested stand-alone in a test bench. When it was connected to the mains inlet, it started to run and compressed air was generated. This was tried several times with no issues encountered. No fuses blew when the unit was tested in the bench. Based on our investigation efforts we have concluded that, the capacitor is the likely root cause for this event.

Event description:
(B)(4).

Event description:
It was reported that the compressor-mini was not turning on. There was no patient involvement reported. (B)(4).